Event description:
The issue occurred during unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plug unit and cable unit was deteriorated, due to deterioration of coupler unit, the coupler came off from the scope and due to damage on coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of coupler unit, the coupler came off from the scope and due to damage on coupler unit, the lock button did not work smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had camera clamping does not work correctly. There were no reports of patient harm.